Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. Workstation boards and connectors were also during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.